Manufacturer narrative:
A local representative was contacted and no further action has been taken at this time. A new lead may be implanted at a future date. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this defibrillation lead exhibited several low out of range shock impedance measurements over the last year. Testing was completed and revealed the proximal coil was found to have exhibited the low impedance measurments. The shock vector was programmed to distal coil to can. The plan of action for this patient will be discussed with the physician. No adverse patient effects were reported.